Manufacturer narrative:
Investigation revealed that more guide coverage was possible and that more guide coverage would have likely helped the doctor position the guide properly. Internal protocols for determining surgical guide coverage for fully edentulous patients will be updated accordingly.

Event description:
Doctor thought that the guide was oriented correctly, then realized it was not. Doctor had to re-drill some ostectomies. Doctor alleges that the incident is contributed by the fact that the surgical guide's coverage over the patient's palate is insufficient to position the guide properly.